Manufacturer narrative:
Updated data: b5, h2, h3, h6. Image review: media files and a static image were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the implantation attempt, an infold is evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. It was reported that the valve was recaptured, and a second deployment attempt was made and the infold persisted. Of note, recapturing an infolded valve will not resolve the infold. It was documented that eventually the infolded valve was recaptured and removed, another balloon aortic valvuloplasty was performed with a larger balloon and a new valve was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's anatomy was "really hard calcified" which may have contributed to the infold. The patient's valve was not bicuspid.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implantation of a transcatheter aortic valve evfxplus-34, the valve was loaded properly and a pre-implant balloon dilation was performed using a 24mm balloon. Upon the first deployment attempt, the valve did not expand properly, resulting in an infold. The valve was recaptured and redeployed, but the infold persisted. The valve was recaptured and withdrawn. Another pre-implant balloon dilation was performed using a 26mm balloon. After the withdrawal of the first valve, a new valve was loaded and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received from the galway return product analysis lab in a return kit fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state with the outflow and inflow aspects displaying an elliptical appearance. Traces of coagulated blood were noted along the frame. As received, all leaflets were in a partially open position with a gap between the free margins. The leaflets were pressed together; however, the stiff leaflets were unable to close. All leaflets appeared stiff, dry and slightly pliable. Creases and imprints were observed on all leaflets. Remnants of host tissue adhered to the inflow and outflow of all leaflets. Coagulated host tissue was observed on all commissures. The commissures appeared intact. All sutures appeared intact; no damages were observed such as fraying, loose, or broken sutures. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with inflow and outflow elliptical appearances resolving; however, the valve appeared to retain a compressed state, possibly associated with the valve¿s dried state. There was no evidence of kinks or bends to the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.